Manufacturer narrative:
No patient for product was not used on the patient. The product was not returned for evaluation and as stated in the analysis section by qa it is unclear where the leak occurred. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material.

Event description:
It was reported a potential for leak based on visual examination of the product. The area of concern was the bubble trap area of the 3m ranger(tm) high flow disposable set. It was alleged the tubing did not appear to have a good bond. Product was not being used on a patient at the time and no fluid was being used.